Event description:
It was reported that a pump diaplyed a non disposeable alarm, pump won't run alarm. Settings reviewed, pump turned off, tubing clamped at port site and cassette removed. No air reported. Tubing massaged while pressing the green flow stop and cassette tapped on a firm surface. Cassette attached and upon restart, alarm returned. Process repeated and alarm persists. Patient not affected. No further information available.